Event description:
Caller reported experiencing a cgm error 42, but there was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and assisted the caller through the process. After the reset, the pump did not display the cgm error code again, and the caller successfully started their sensor session.